Event description:
It was reported that they "started the case and after the 1st few seconds they all saw a flash of light in the room and stopped. Upon inspection, 1/2 way down the fiber cable they noticed something which appeared to be a fracture or kink." "They got a new fiber and finished the case". Patient outcome: "the patient and all in the room were fine".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibits minimal signs of usage; the metal cap exhibits signs of crystal deposits on surface; the fiber is broken within the white tubing at 3 feet and 1 inch from the control knob, between connector & control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
The first fiber: 36 joules of use and 2 seconds. The fiber tip (cap) was not cleaned during the procedure